Event description:
It was reported that ultrasafe x100l png clear secure tab was not properly aligned. This occurred on 99 occasions before use. The following information was provided by the initial reporter: through packaging the operator notice that during assembly of the safety device into the syringe unit the rns became scratched. While performing a visual inspection it was possible to notice that the spring coil assembled in the safety device improperly oriented and is not aligned. This defect cause scratches on the rns during assembly.

Manufacturer narrative:
H.6. Investigation summary: the customer issued a complaint for scratched rns cap by spring detected during production process. 24 samples were provided to bd medical ¿ pharmaceutical systems (bdm-ps) for analysis. There is no criteria in the specification for this criteria. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meet all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion, bdm-ps was able to confirm the detection and characterize the condition reported by the customer. The reported condition, has been confirmed to be as not part of the applicable specification. As a consequence bdm-ps defines preventive action following the investigation of this complaint based on potential and defined root cause linked to bdm-ps process. H3 other text : see section h.10.

Manufacturer narrative:
PMA/510(k)#: k011369, k122558. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ultrasafe x100l png clear secure tab was not properly aligned. This occurred on 99 occasions before use. The following information was provided by the initial reporter: through packaging the operator notice that during assembly of the safety device into the syringe unit the rns became scratched. While performing a visual inspection it was possible to notice that the spring coil assembled in the safety device improperly oriented and is not aligned. This defect cause scratches on the rns during assembly.